Event description:
It was reported that a patient underwent an obturator sling procedure to treat stress urinary incontinence on (B)(6) 2007. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, neuromuscular problems and vaginal scarring. (B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced recurrent urinary tract infections, urinary frequency and nocturia. (B)(4).

Event description:
It has been reported that following insertion the patient experienced recurrent urinary tract infections, urinary frequency and nocturia.

Manufacturer narrative:
(B)(4): it was reported the patient underwent mesh implantation to treat anatomical stress urinary incontinence and cystocele and due to severe endogenous obesity.